Manufacturer narrative:
One swan ganz catheter was received for a full evaluation. The report of balloon leakage was confirmed. As received, the balloon was found to be ruptured in the central area. The balloon edges did not appear to match at the ruptured region. All through lumens were patent without any leakage or occlusion. Finally, no other visible damage was observed from catheter body and returned syringe. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing process the units go through balloon and bonding inspection process. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing of this swan ganz catheter, a leakage was found in the balloon. The device was received for evaluation. The balloon was found to be ruptured in the central area and the edges did not appear to match at the ruptured region. There was no allegation of patient injury. Patient demographics unable to be obtained.